Event description:
As reported, approximately 8 yrs postop the initial implant, this (B)(6) male patient presented complaining of pain. The tibia and femur components both were loose. Cr poly was also worn. Knee revised to exactech cck. Patient was last known to be in stable condition following the event. The device will not be returned for analysis due to hospital keep devices per hospital policy.

Manufacturer narrative:
Concomitant medical products: logic tibial fit tray cem sz 2.5f/3.5t (cat# 02-012-45-2535 / serial# :(B)(4)). Logic cr femoral cem rt sz 2.5 (cat# 02-010-03-0325 / serial#:(B)(4) ). Three peg patella 38mm (cat# 200-02-38 / serial#: (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the combination of loosening of the femoral component and tibial tray and prosthesis wear, which led to pain. The wear was likely the result of both the slope ++ tibial insert and the positioning of the femoral components relative to the tibial components which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, and led to the reported wear of the polyethylene. The loosening was likely the result of an insufficient bond between the implants and the bone. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were not provided. The most probable root cause associated with the reported event of "loosening¿ is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.